Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission noted two atrial high rate episodes. It was confirmed that both episodes occurred while the patient was undergoing a surgical procedure. The cardiac resynchronization therapy pacemaker (crt-p) remains in use. No patient complications have been reported as a result of this event.